Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was having issues with sensor. It was also reported that customer had low blood glucose of 40 mg/dl on (B)(6) 2016. Drive support cap appeared to be normal. Caller was educated on proper calibration procedures. Caller reported that customer sometimes experienced bent cannula. It was advised that sensor and serter would be replaced.